Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pumps¿ black box showed no evidence of a pump reboot related to a power issue. One reboot associated with the normal clearing of a cs 064 motor error was observed on the reported event date. During a visual inspection of the pump, the battery compartment was found to have multiple cracks and damaged threads. The returned battery cap secured properly to the pump. There was no evidence of contamination inside battery compartment. The battery cap contact height measurements were found to be out of specifications; contact width measurements were within specifications. During testing, the pump powered on intermittently with returned battery cap. A test battery cap was used for investigation. A 24-hour basal program was run with a test battery cap with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. Unrelated to the complaint, the display was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).